Event description:
It was reported that the customer experienced keypad issues on the insulin pump. The customer stated that he was priming when the buttons on the insulin pump stopped functioning. The customer's blood glucose was 74 mg/dl. Troubleshooting was done. The customer was in the process of changing the infusion set when the issue occurred. The insulin pump had kept making the customer do the rewind process again. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The insulin pump was unable to verify prime anomaly due to unresponsive buttons. The insulin pump was monitored and had no buzzing anomaly during testing noted. The insulin pump received with minor scratches on display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.